Event description:
It was reported that high impedance readings were exhibited with the patient's right atrial (ra) lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-58 lead, implanted: (B)(6) 1998. (B)(4).